Manufacturer narrative:
Additional information received on 21 june 2016 and includes: the cause of the fracture was the surgeon's firm impaction of the stem. On 04 july 2016 the medical affairs director performed a clinical evaluation and commented as follows: intraoperative femoral fracture during femoral preparation is a known, possible adverse event associated with tha. No information is available that may lead us to suspect a faulty performance of the devices involved. Batch review performed on 05 july 2016. Lot 155238: (B)(4) items manufactured and released on 20 january 2016. Expiration date: 2021-01-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 08 july 2016 it was prepared a final report with the information submitted in this initial report. On the same date the report was sent to the initial reporter and the case was closed.

Event description:
The patient came in for a primary hip surgery. During the stem insertion the surgeon noticed a fracture that propagated distally. The surgeon removed the stem. The surgery was completed successfully. X-rays and explants are not available.